Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue paid peeled off and detached, no loose fragments were returned. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on past investigation results, the reported event is most likely to have occurred through the following mechanism: 1. The grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to partial peeling of the tissue pad. 2. Force applied to the peeled tissue pad caused it to detach. 3. Due to the detach of the tissue pad, the non-insulated section resulting in the of the grasping section came into contact with the probe. 4. Output was activated while the non-insulated section of the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.